Event description:
The doctor called and stated that they had given a pt a large amount of mepilex ag and suddenly she is having leukopenia. The pt was admitted for sjs on oct 3, the pt's white blood count was 5.9 and on oct 8, it had dropped to 0.6. Once the diagnosis was made, the dressing was completely removed and has not been used again. Doctor reported, pt is doing much better. The pt has an allergy to sulfa. The doctor wanted to know the make-up of our mepilex ag cause he felt the reaction was consistent with silver sulfadiazine. We did inform the doctor that silver sulfadiazine is not part of the make-up of mepilex ag. The ingredients that make-up mepilex ag are polyurethane foam, polyethylene release film, silicone gel, silver sulfate (3.5% by wt), and activated charcoal.

Manufacturer narrative:
No review of the device history record could be conducted as no lot number or sample was provided. After further discussion with the surgeon, it was determined that the device contains silver sulfate which was communicated to dr. (B)(6) and he stated that the pt's reaction was more consistent with silver sulfadiazine. (B)(4) has no evidence that the (B)(4) was directly related to the pt's condition.